Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that 5 to 6 years ago, he took too much insulin and went to the hospital before his blood glucose got low. Customer declined to transfer to the help line.